Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized for diabetic ketoacidosis on unknown date. Blood glucose reading was unknown. Customer was treated for their high blood glucose with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. Customer performed self test and no error was found. The insulin pump will not be returned for analysis.